Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during use, a leak was detected in the proximal shaft. No additional event or pt info is available. This is being reported based on the returned product eval that revealed a balloon rupture.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the balloon rupture. Eval summary: quality assurance analysis revealed that the balloon catheter was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal rupture in the distal taper for a length of 9 mm. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the catheter, when fluid leaked out of the rupture in the balloon. There were no scratches visible on the balloon. There was no leak in the shaft as reported. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and analysis results. Analysis of the returned device could not confirm the leak on the proximal shaft; however, visual examination of the device revealed a longitudinal rupture in the distal taper of the balloon. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. The device was sent to the sem lab for analysis, which observed some outer surface damage that appears to have contributed to the balloon rupture. The lesion was described as mildly calcified which could have contributed to the reported discrepancy. The inflation pressure applied to the device was not reported which could have assisted in the investigation. A review of the manufacturing records show no units rejected for balloon damage. Additionally, a review of the balloon rupture testing for this lot performed during reliability engineering showed the data exceeded rated burst pressure (rbp). Based on the incident info and returned device analysis results, the root cause of the reported discrepancy could not be determined. The history record for this product was reviewed and there are no non-conformances associated with this lot. This MDR is considered closed by the product performance group.